Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the left main trachea to treat a malignant stenosis during a transbronchoscopic stent implantation procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was unable to be deployed and the shaft kinked. The stent was removed from the patient partially deployed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial distal release covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully deployed and expanded. No damages were noted on the returned device. The reported events of stent partially deployed, and shaft kinked were not confirmed. Based on the available information, there is not enough information to confirm the reported event of stent partially deployed as the stent was received fully deployed and expanded; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the left main trachea to treat a malignant stenosis during a transbronchoscopic stent implantation procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was unable to be deployed and the shaft kinked. The stent was removed from the patient partially deployed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.